Event description:
It was reported that during a stenting procedure, removal difficulties were encountered. A filterwire was placed. The express vascular ld premounted stent system was inserted into an 8f mp 90 guide catheter with some resistance noted. The express ld was advanced to the right subclavian artery; however, the physician was not able to cross the lesion with this device. After several attempts, the physician decided to remove the express ld and noted significant resistance during withdrawal through the guide catheter. The procedure was not completed due to another unspecified reason. There were no pt complications reported and the pt's condition is reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).